Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. Eval confirmed and reproduced that all keys were inoperable except the blue soft keys due to a stuck 3rd soft key. The keypad was delaminated and excess carbon buildup was found under the 3rd soft key. The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a keypad that was not working. During baxter's eval it was discovered that the device had a stuck #3 key. There was no pt involvement.